Event description:
It was reported that during a transurethral resection of bladder tumor procedure, the camera head experienced picture cutting in and out, which resulted in a procedural delay of greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The device was returned to olympus and underwent a visual inspection and functional tests. The customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internally disconnected cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer reported image issue was due to the internally disconnected cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that the procedural delay of greater than 30 minutes did not result in patient harm.